Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate with multiple cartridges. Reportedly, the cartridge was filled with approximately 450 units of insulin, and remained static at 135 units. It was confirmed that insulin was coming out of the tubing as expected. Recommendation was made by tandem technical support to upload the pump data logs. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no reported impact to the customer's blood glucose level.